Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin¿ syringe will not draw. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 928858, batch no: 8186550. It was reported that syringe will not draw. Verbatim: consumer reported syringe will not draw, problem occurred on (B)(6) 2019. Consumer does not re-use.

Event description:
It was reported that bd insulin¿ syringe will not draw and the hub separated from the device. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 928858 batch no: 8186550. It was reported that syringe will not draw. Verbatim: consumer reported syringe will not draw, problem occurred on (B)(6) 2019. Consumer does not re-use.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that bd insulin¿ syringe will not draw and the hub separated from the device. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 928858 batch no: 8186550 it was reported that syringe will not draw. Verbatim: consumer reported syringe will not draw, problem occurred on (B)(6) 2019. Consumer does not re-use. Device codes: 1354.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) 3/10cc, 8mm, 31g walgreens syringe in an open poly bag from lot#: 8186550. Customer states that the syringe will not draw. The syringe was returned with the hub-needle/shield assembly separated from the barrel. The syringe would not be able to draw properly in this condition. A review of the device history record was completed for batch#: 8186550. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200768616] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 05aug2019, holdrege received (1) 3/10cc, 8mm, 31g walgreens syringe in an open poly bag from lot#: 8186550. The samples were decontaminated per hstr-17 and hqa-68 prior to evaluation. A visual evaluation of syringes found (1) syringe with no needle assemblies attached to it. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. " h3 other text : see section h.10.

Event description:
Describe event or problem: it was reported that bd insulin¿ syringe will not draw and the hub separated from the device. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no: 928858 batch no: 8186550. It was reported that syringe will not draw. Consumer reported syringe will not draw, problem occurred on (B)(6) 2019. Consumer does not re-use.